Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014, resulting in a hypoglycemic event. Patient's father indicated glucagon was administered by patient's parents. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's father to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported no audio output.

Manufacturer narrative:
(B)(4).